Event description:
It was reported to philips that the table mattress was slipping which could lead to a patient fall. No harm was to patient or user reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
18jan2026 final report: philips investigated this complaint. According to additional information collected, the system was used on patients, and the procedure was completed by the same system as planned. A philips field service engineer (fse) inspected the system on site. To resolve the issue, field service engineer (fse) provided a non-slip pad to be placed beneath the table mattress. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. The failure of the mattress slipped away issue can be attributed to the issues resolved in philips correction (2023-igt-bst-015).